Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and the diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 900 mg/dl. The customer's current blood glucose was 545 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer was treated by manual injection. The troubleshooting was done for high blood glucose and under delivery. The customer stated that insulin pump was exposed to the moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08715 inches. No unexpected constant audible alarms noted. Device received with corroded battery tube, however no other physical damage found to battery tube per visual inspection. Device received with minor scratched display window and case. Device received with stained end cap sticker.